Manufacturer narrative:
Reported event was confirmed by review of radiographs received. Review of the provided radiographs by a health care professional noted the following: "ap and lateral film of the left knee demonstrates a hinged prosthesis of the left knee with distal femoral resection. Tibial component demonstrates significant lucency at the bone cement interface of the entire tibial stem as well as the medial and lateral tibial plateau suggesting loosening. No dislocation. Curvilinear ossification along the anterior aspect of the joint, likely relates to residual patella. Significant fluid within the joint." As there was no indication of tibial loosening after the revision was performed it is believed that the radiolucency identified is stable and loss of fixation of the tibial component is not occurring. Visual inspection of the returned femur, centering sleeve, and spindle showed no evidence of breakage or fracture. Further examination of the spindle shows evidence of bony in-growth suggesting fixation. The anchor plug was not returned for evaluation. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown orthopedic salvage system tibial component catalog #: ni lot #: 201250, orthopedic salvage system compress centering sleeve 21mm catalog #: 178543 lot #: 775230, orthopedic salvage system reinforced yolk catalog #: 150493 lot #: 813400, orthopedic salvage system compress spindle with pins catalog #: 178363 lot #: 281320. Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address difficulty bending the leg and potential rotation of the femoral component approximately two (2) months post-operatively. No additional patient consequences were reported.